Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a loss of atrial capture and sensing at the base rate. The physician suspected an anomaly with the pulse generator's~~~~~~~~